Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient did not feel well due to increase prevalence of premature ventricular contractions (pvcs) and presented in the hospital for the device interrogation, wide left bundle morphology and double counted qrs complex were observed. The count rate increased in order to decrease pvcs. The device was programmed lv pace only. There was no inappropriate therapy since the device could capture this event and annotating it as non-sustained ventricular oversensing (nsvo). Programming changes were made, and the patient was stable. When the patient presented in the clinic the second time, double counts were observed again. The physician decided to leave the setting as it was since the device could capture this issue. There was no further plan to change the device parameters. Patient was stable.